Event description:
Customer reported via phone call that she woke up with no power on the insulin pump and noticed bubble in the battery cap. Customer stated that they removed the battery and noticed that it had a crack down the middle and the cap was melted. Customer mentioned that the insulin pump was working with another battery cap. Customer's blood glucose reading at the time of the call was 400 mg/dl. Customer also mentioned having a battery out limit alarm in the alarm history. Advised customer to monitor the pump as the battery cap will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.